Event description:
During the course of an investigation into this event, quality assurance was notified by the physician/surgeons office that the device explanted was not a mentor manufactured device.

Manufacturer narrative:
Quality assurance received add'l info with regard to this occurrence to this occurrence stating the device which was explanted was not a mentor manufactured device. Based on this info, mentor file #97-138 will be voided (see sections b4, 5; g7, h2,3,11).